Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 54mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the bifurcated stent graft was deployed but, due to suspected interference between the suprarenal stent and the spindle, push up was unable to performed sufficiently and the stent graft was deployed with one stent on the external iliac artery. It was also reported the delivery system was unable to be retracted easily during the removal of the delivery system (it was as this point the interference between the suprarenal stent and spindle was found). An attempt was made to pull the stent graft into the common iliac artery using a balloon, but this was unsuccessful. The stent graft was then left at the position that it had been deployed to as there was patency of the contralateral internal iliac artery and it was thought there would not be any issue. Per the physician, the cause of the event was due to user error. It was reported if the interference between the suprarenal stent and the spindle had been found during the push up, the event might be avoided, and the push up might be successfully performed. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.